Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient implanted with plate and screw construct on (B)(6) 2013. One screw broke postoperatively and the distal part of the plate is displaced. It was noted that the plate should be replaced with a longer plate. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp distal humeral plate was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. The raw material met all dimensional and visual criteria at the time of release with no issues documented.